Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. The amplatzer cribriform occluder's manufacturing records could not be reviewed since the lot number was not provided. However, each device is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the initial information received, an 18mm amplatzer cribriform occluder embolized and will be retrieved.